Manufacturer narrative:
All available information was investigated, and the reported mechanical jam was confirmed resulted from the observed knotted lock line during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam (inability to remove the lock line) was due to the observed knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, there was resistance pulling the lock line, and the lock line could not be removed. Troubleshooting was performed and the cds was removed with the clip attached. The procedure was successfully completed with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.